Event description:
It was reported that the patient experienced inadequate simulation and pain at the pocket site. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.